Manufacturer narrative:
Device evaluation: intuitive surgical, inc. (Isi) received the redundant power tray assembly (rpta) involved with this complaint to perform failure analysis. The rpta was analyzed and found to have an error indicating that the fault occurred in the field. A visual inspection was performed and no issue was found related to the reported event. The rpta was installed in a known good system; the board voltage was checked and everything operated within range and programmed successfully. The known good system was set to run ten power cycles and sat idle for one hour. Once testing was completed, the system error logs were inspected, and no error could be identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error pointing to intuitive surgical core power distribution (ipd) board. The surgeon elected to convert the procedure to traditional laparoscopic surgery. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was converted to traditional laparoscopic surgery due to the error. The customer power cycled; however, the issue persisted. Two other additional ports were placed due to the conversion. The patient tolerated the change.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly (rpta) and an vision side cart (vsc) air filter to resolve the customer reported issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.